Event description:
On 6/15/93 - a groshong catheter with a mediport reservoir was placed in the patient's right subclavian vein. Catheter was attached to the reservoir and locking mechanism put into place. Catheter was used w/o problems until patient's discharge 6/17/93. Patient's re-admitted 7/14/93, 5 degree s/p access of mediport - swelling noted - site deaccessed - crx notes catheter fragment in superior venacava and right atrium. Fragement removed via right femoral vein under flouroscopy.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.